Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of and unspecified tube, the tube broke during centrifuge. There was no report of injury or medical intervention.